Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 14-aug-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), yielded a high concern bacterium (paracoccus species) after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 52 colony forming units(cfu) as comprising of the following 10 isolates: positive cocci - micrococcus luteus/ m. Yunnanensis; positive cocci - staphylococcus hominis; positive cocci - staphylococcus epidermidis; positive cocci - micrococcus luteus/ m. Yunnanensis; positive rods - corynebacterium tuberculostearicum; negative rods - paracoccus species; positive cocci - micrococcus luteus/ m. Yunnanensis; positive cocci - staphylococcus epidermidis; hamigera avellanea; positive cocci - micrococcus luteus/ m. Yunnanensis; study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 23-aug-2019. The duodenoscope was inspected by pentax medical service on 27-aug-2019 and the following inspection findings were documented: distal tip annual maintenance, distal cap - fixed type passed epoxy seal integrity inspection, passed wet leak test, passed dry leak test. The duodenoscope underwent repairs including the following components: distal case/cap, o-ring(0.5x1.3). On 12-sep-2019, a device history review was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 17-oct-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 17-oct-2018. The video duodenoscope is currently awaiting qc final approval and organic resampling as of 12-sep-2019.